Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was post paced t-wave oversensing. The patient did not receive therapy during the oversensing. No programming changes were made. The patient had no consequences and would be monitored.